Event description:
It was reported that the physician attempted to reposition the right ventricle (rv) lead, but there was difficulty with the helix. It was also reported that there was undersensing and t-wave oversensing that led to inappropriate therapy. The rv lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and the outer insulation was breached cut. It was also noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and there was apparent explant damage.